Manufacturer narrative:
The technician isolated the issue to the gas springs. He replaced the gas springs to repair the stretcher.

Event description:
Information received indicates the head of the stretcher is drifting down slowly under some pressure.